Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete. Patient information was requested.

Event description:
The customer reported the display isn't showing anything on it. No patient harm was reported.

Manufacturer narrative:
Office contact correction: (B)(4). The field service engineer (fse) replaced the vga pcba as a repair action. The replaced part was not returned to the factory, so further analysis could not be performed. The root cause of the reported event could not be determined. Attempts were made to contact the customer to ascertain patient information, but there has been no response.

Event description:
The customer reported the display isn't showing anything on it. No patient harm was reported.